Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, a study patient was treated due to a lesion and stenosis in the right common iliac. A 9x59 and an 8x39 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were implanted from the aortic bifurcation to right common iliac artery. A 9x79 and an 8x29 vbx devices were implanted in the aortic bifurcation to left common iliac artery. During the procedure, there was estimated blood loss of 500 ml and the max post-procedure residual stenosis was <30%. Intra-operative imaging showed that the patient developed an aortic extravasation (two lesions found in both left cia and right cia). The relationship of the aortic extravasation to the vbx device(s) could not be accurately determined despite multiple angiographic runs, though it appeared to originate from the area of the device(s) placement. The aortic extravasation was possibly represented by adventitial stretching of the aortic bifurcation/aortic leakage following the balloon dilation of the vbx devices. This was contributed by the smaller size of the aortic bifurcation. The aortic extravasation was conservatively managed and stopped without further intervention, no further devices were implanted nor required treatment. Anemia was noted on (B)(6) 2026, likely related to the earlier extravasation, requiring transfusion of two units of packed red blood cells. The balloon expandable device(s) contributed to the blood loss form the stretching of the overall vessel size. This event was resolved without sequelae. The patient was discharged on (B)(6) 2026, when they were released with intermittent claudication.